Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 294, 93, 150, 111 mg/dl. Tests were done within 10 minutes with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.